Manufacturer narrative:
H6. Evaluation: visual inspection of the lens showed the optic was torn and one haptic was torn off missing. There was evidence of surgical/reddish residue. Conclusion: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated a collamer lens model cc4204bf tore during insertion and the cause of the lens tear was unknown. The lens was implanted and removed without patient injury. An msi-pf injector and sfc-45 cartridge were used during surgery, but the lot numbers were unknown.